Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump settings and patient data gets lost every time the pump is powered on. There was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with battery compartment corroded and cracked lens. Event history log was irretrievable due to error code. Visual inspection and motor drive testing were performed. The customer's reported problem was confirmed. According to the investigation, the failed motor and main pcb caused the reported problem. Service replaced the motor and main pcb to correct the reported problem. The problem source of the reported problem is unknown.